Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the pump was returned with a red line found through the display screen. Unrelated to the complaint, the battery compartment was found to be cracked from the top traveling to the bumper. The threads on the battery cap were also found to be stripped and the battery cap was unable to secure to the pump. A test battery cap secured to the pump and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.